Event description:
Customer reported issues with the serter. Customer stated the infusion set does not fit properly in the serter or adhesive is sticking to the serter. Customer's blood glucose level was 130 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.